Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Reviewed the last 5 blood results in the meter memory (fasting). 125mg/dl (B)(6) 2014 10:01am, 74mg/dl 8:52am (B)(6) 2014, 74mg/dl 9:22am (B)(6) 2014, 91mg/dl 9:47am (B)(6) 20/14, 74mg/dl (B)(6) 2014 the customer is properly storing her strips and all other supplies. The customers strips are within date (7/22/17) and states she recently opened them but did not have the date on the vial. Performed back to back blood test and both results were lo. No adverse event reported.